Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. Two 6f introducer sheaths were placed to the aorta iliac bifurcation. The 7.0 x 19 mm omni elite 35 stent delivery system (sds) was positioned at the target lesion and the sheath was slightly pulled back for positioning; however, resistance was noted with the sheath and the stent dislodged from the sds balloon. An 8f puncture was required, and a snare device was used to remove the stent successfully. A new omni elite 35 stent delivery system was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.